Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled. Fed, and formed the remaining 19 clips properly formed without any difficulties noted. The instrument was fully functional.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips scissored. Another like device was used to complete the case. There was no consequence to the pt.